Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found that the scissors do not cut cleanly, however,the blades are not damaged. Engineering concluded that the failed shearing contact between blades is due to decreased cable tension and/or (B) (6) force, contributing to poor cutting performance. Engineering also observed deep scratches on the main tube with material removed. The damage is located in a section extending approximately 1.2" from the intersection with the proximal clevis. Based on the location and appearance, the damage is most likely due to instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the suturecut needle driver instrument would not cut. No additional information was provided. No patient harm, adverse outcome or injury was reported.